Event description:
It was reported that upon removal, the hub broke off. The indwelling piece was successfully removed with hemostats. The prcedure was already completed when the reported incident occurred.